Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified. (Expiry date: 10/2023).

Event description:
It was reported that prior to a filter placement, the device allegedly failed to expand. It was further reported that the device was removed with snare. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one filter kit was returned for evaluation. The dilator was received within the introducer sheath. The distal tip of the dilator was found to be damaged. Filter legs are present and uncrossed. Therefore, the investigation is inconclusive for failure to expand, as the returned filter legs were uncrossed and there is no proper evidence. However the investigation is confirmed for deformation due to compressive stress as the dilator tip was damaged. A definitive root cause for the alleged failure to expand and identified deformation due to compressive stress could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the device allegedly failed to expand. It was further reported that the device was removed with snare. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. The dilator was received within the introducer sheath. The distal tip of the dilator was found to be damaged. Filter legs are present and uncrossed. Therefore, the investigation is inconclusive for failure to expand, as the returned filter legs were uncrossed and there is no proper evidence. However the investigation is confirmed for deformation due to compressive stress as the dilator tip was damaged. A definitive root cause for the alleged failure to expand and identified deformation due to compressive stress could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a filter placement procedure, the device allegedly failed to expand. It was further reported that the device was removed with snare. The procedure was completed using another device. There was no reported patient injury.